Event description:
According to the complainant, after the procedure, the patient came in with a small burn approximately one and one half inch by a half inch, on the exterior vulva. The physician feels it was due to the insulated tubing that was resting on the patient. The physician applied silvadene cream. No other patient complications were reported as a result of this event. The patient's condition was reported as "good".

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion:the complaint was reported as a patient burn to the vulva area. The batch was not provided, so therefore a DHR review was not performed and the product was not returned for analysis. The event description states that the burn was most likely caused by the insulated tubing being rested on the patient during the procedure. Page 6 of the dfu specifically states not to place the procedure sheath tubing over the patient's leg or in contact with any part of the patient or operator's anatomy. Failure to do so may result in thermal injuries. The most probable root cause is user error. Device discarded